Event description:
It was reported the camera head cable was found to be twisted and must be replaced, during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed. Camera unit is deteriorated. Water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable twisted, and damage is due to camera unit being deteriorated and water tightness being lost. Olympus will continue to monitor field performance for this device.

Event description:
The cable's thread is broken off and is still stuck in the adapter.